Event description:
A (B) (6) female underwent initial endovascular aortic repair on (B) (6) 2006. One flex main body and two iliac leg grafts were placed. The cook stent graft was found to have migrated with presence of a proximal type 1 endoleak. It was reported that there did not appear to be a complete seal from the beginning. On (B) (6) 2010, the pt was treated with 2 other MFR's aortic cuffs and the endoleak resolved; however, there was a late or delayed endoleak still present. No additional info was provided.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to graft migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. Per the IFU, key anatomic elements that may affect successful exclusion of the aneurysm include an inverted funnel shape (greater than 10% increase in diameter over 14mm of proximal neck) and aneurysmal infrarenal neck segment. A compromised proximal sealing site may increase risk of graft migration. Diameter of aorta at lowest renal, 31mm. Diameter at 15mm below renal, 37mm. Proximal neck has inverted funnel shape. They likely contributed to the insufficient sealing. Complaint correspondence indicated lack of seal after initial repair. This was likely due to a saccular aneurysm in the neck. Without post-op imaging we are unable to confirm the severity of the migration. The reported type 1a is likely due to the saccular aneurysm and reported migration. With the info provided, the procedure was performed outside indications for use detailed in the IFU. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints.